Event description:
It was reported that an xact stent was successfully implanted in the right internal carotid artery on (B)(6) 2011 and the subject was discharged to home on (B)(6) 2011. At the 30 day followup visit, the subject exhibited mild to moderate decrease in sensation, and flattened left-sided nasolabial fold and asymmetry on smiling. The subject reported having been admitted to a different hospital with a stroke, but was unable to recall dates of admission and discharge or any treatment for the stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (date of occurrence between (B)(6) 2011 and (B)(6) 2011). The reported patient effects of cerebrovascular accident and weakness are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.